Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a bilateral salpingo-oophorectomy performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with bilateral salpingo-oophorectomy and burch procedure. The patient underwent mesh removal on (B)(6) 2013 due to eroded mesh.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh removal on (B)(6) 2013.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary and bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent autologous fascial pubovaginal sling and cystoscopy on (B)(6) 2014 due to sui. It was reported that the patient experienced complication of bladder perforation during this procedure. (B)(4).

Manufacturer narrative:
(B)(4).